Event description:
It was reported that the anesthesia workstation failed the pressure transducer and safety valve tests during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer' reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated on-site and it was found that one of the pressure transducer pcb's was faulty. It was replaced and returned for investigation. Our investigation of the returned inspiratory pressure transducer pcb found no visual deviations or damages on the pcb. Simulated use testing of the returned pcb reproduced the reported failure. The system checkout failed several tests due to the measured zero pressure offset for the inspiratory pressure transducer had drifted and exceeded the allowed limit (± 300 mv from factory default). Further testing of the returned pcb concluded that the pressure sensor on the inspiratory pressure transducer pcb was broken. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure was caused by a faulty pressure sensor on the inspiratory pressure transducer pcb.